Manufacturer narrative:
The microtip was returned to the manufacturer for evaluation. Reported failure, needle broke off, was verified. The needle was returned with the microtip assembly. Visual external inspection found that the sheath on the case nose assembly had been pushed backward and was contacting the horn assembly. This damage to the sheath indicates excessive force had been applied to the distal end of the handpiece as the force required to dislocate the sheath exceeds those forces the device is exposed to during normal use. Functional testing could not be conducted due to the needle being broken off of the device. Disassembly evaluation found that the hypodermic needle had fractured at the braze joint seam with a portion of the needle remaining joined inside of the brazed horn. This is the highest stress point along the length of the needle. Pitting and demarcations at the distal end of the hypodermic needle indicate significant contact with the case nose assembly sheath. Contact is inconsistent with normal use however, extent of demarcation along the needle indicates an aggressive technique as does the damage to the sheath. This failure mode is a known risk of the device and is covered under the hazard analysis. Per the information reported, there was no injury or complication to the patient caused by the failure. A post-procedure follow up with the doctor found the patient to be doing well. The patient had been treated for a mid-substance lesion in the achilles tendon and since the procedure had been relieved of the pain. The device did cause/ contribute to the event.

Event description:
Per the information provided, during the procedure (achilles debridement) the doctor noticed the needle was sliding out of the nose cone/ sheath. A second microtip was obtained to complete the procedure. This doctor was familiar with the tx system. He treated the patient using the microtip for approximately 5 minutes for a large mid-substance lesion. There was no bone or wind-shield wiper technique employeed during the procedure. No injury or complication caused to the patient by the device failure. The doctor has seen the patient post-procedure. He is doing well.